Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 38 mg/dl. The customer treated her blood glucose with a coke. The customer reviewed the settings on the insulin pump and stated that everything was great. Advised customer to call back when she was ready to receive more training on using the insulin pump. Nothing further reported.